Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit, that one channel had missing teeth in the outpatient area.

Manufacturer narrative:
Correction to section: g.3(omit user facility).

Event description:
It was reported during a site visit, that one channel had missing teeth in the outpatient area.